Event description:
It was reported that there was a patient incident that occurred between the (B)(6) 2025. The biomed reached out to investigation two medications. There was patient involvement but no harm. The customer later clarified that the event occurred on 23oct2025 at approximately 1900. The pump was found to be programmed incorrectly. The norepinephrine was a centration of 16mg/250ml of a titratable infusion. It was also noted that there was a dobutamine infusion. A nursed reported that, "we have had reports before that allowed us to look at programming or lack thereof. That is what I would like to see. The pump did what it was supposed to do. The end user did not and I want to be able to have objective data to look at."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device available for eval?, initial reporter occupation, report source. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported programming error with two medications was not confirmed in review of the logs or replicated during the investigation; all returned devices were found in good condition. Functional testing using key press replication from the pcu and pump modules event logs to program the devices performing as intended. There were no errors or anomalies exhibited during replication testing. The norepinephrine drug was programmed manually on the pump module (s/n: (B)(6). The dobutamine drug was programmed manually on the pump module (s/n: (B)(6). The results of maintenance tests on the suspect devices were observed within normal values. The suspect pcu and pump modules logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date is 23oct2025and the time is reported at 07:00 pm. The review of error logs on the suspected devices showed no code errors around to the date of the reported event. No malfunctions related to the reported issue were recorded. The log analysis below shows the last infusions and activity on (B)(6) 2025. At 2:55 am, the suspect pump module (s/n: (B)(6) was programmed with a guardrails drugs infusion of drugld=335 (norepinephrine central) with drug amount = 8 mg and diluent volume = 250 ml; rate = 25.7175 ml/h, vtbi = 200 ml and dose = 0.18 mcg/kg/min with a primary volume infused (pvi) = 2015.44 ml (accumulated total from previous infusions). The infusion lasted seven hours and forty-seven minutes and 200 ml was infused. At 2:56 am, the suspect pump module (s/n: (B)(6) alarmed for open door; pvi = 1318.42 ml (accumulated from previous infusions). A previous guardrails drugs infusion of drugld=170 (dobutamine) was reprogrammed with a drug amount = 500 mg, diluent volume = 250 ml and patient weight = 73.8 kg. Rate 11.07 ml_/h and vtbi = 200 ml; dose = 5 mcg/kg/min and pvi = 1318.42 ml. The infusion lasted all day, and it didn¿t stop infusing. From 2:57 am to 2:59 am the pump module (s/n: (B)(6) was manually programmed with a guardrails drugs infusion of drugld=238 (heparin.) With drug amount = 25000 unit, diluent volume = 250 ml and patient weight = 73.8kg; rate = 10.332 ml/h, vtbi = 200 ml to dose = 14 unit/kg/h with pvi = 1132.71 ml (accumulated of previous infusions). The infusion lasted all day, and it stopped infusing four (4) times for alarm of occluded patient side. At 10:42 am, the suspect pump module (s/n: (B)(6) completed the infusion programmed and transitioned to keep vein open (kvo) at a rate of 20ml/h. The user selected the channel and modified the vtbi to 25ml with the previous infusion parameters. Drugid - 335 (norepinephrine central), drug amount = 8 mg and diluent volume = 250ml; rate = 25.7175 ml/h, vtbi - 25 ml and dose = 0.18 mcg/kg/min. Pvi = 2215.67 ml. The infusion lasted an hour and 25 ml was infused. From 11:41 am to 11:42 am, the suspect pump module (s/n: (B)(6) completed the infusion and transitioned to kvo at a rate of 20ml/h. The user selected the channel and modified the vtbi to 200ml with the previous infusion parameters. At 6:54 pm the suspect pump module (s/n: (B)(6) was reprogrammed manually to rate = 25.7175 ml/h and vtbi = 200 ml; the pvi as 2426.16 ml. The infusion lasted twenty-two minutes and 9.7 ml was infused when the user channeled off the pump module. At 7:12 pm, the suspect pump module (s/n: (B)(6) was attempted to program an infusion of drugid 336 (norepinephrine, central), but the user did not complete the setup, and the cancel key was pressed. From 7:16 pm to 7:17 pm, the infusion of the suspect pump module (s/n: (B)(6) was reprogrammed manually with norepinephrine drug (drugid 336). The drug amount = 16 mg and diluent volume = 250 ml; rate = 14.2875ml/h, vtbi = 200 ml and dose = 0.2 mcg/kg/min. Pvi = 2435.86 ml. The bd alaris user manual v12.1 states in its warning and cautions section. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error with two medications was identified as an intentional manual programming by the user who did not complete the infusion. The returned devices were tested and observed in good condition. Note that this report lists imdrf annex d15, g04037, c0601, a1801, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a patient incident that occurred (B)(6) 2025. The biomed reached out to investigation two medications. There was patient involvement but no harm. The customer later clarified that the event occurred on (B)(6) 2025 at approximately 1900. The pump was found to be programmed incorrectly. The norepinephrine was a centration of 16mg/250ml of a titratable infusion. It was also noted that there was a dobutamine infusion. A nursed reported that, "we have had reports before that allowed us to look at programming or lack thereof. That is what I would like to see. The pump did what it was supposed to do. The end user did not and I want to be able to have objective data to look at."